Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that the customer had been experiencing low blood glucose for 4 hours 25 minutes. Blood glucose level in the morning was 40 mg/dl; she was treated with juice and food. Current reading was 92 mg/dl. Customer was in the 90 mg/dl range when she should be in the 300 mg/dl based on what she eats. Mother stated that the customer was at school and the insulin pump had been disconnected since her blood glucose would not rise. The drive support cap is normal. Last set change was on (B)(6) 2015 and customer was disconnected during the rewind/prime sequence. The reservoir was showing the same amount of insulin as shown on the status screen. Device was not exposed to a magnetic field. The settings and bolus history were accurate. The insulin pump was not replaced or returned for analysis.